Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the trial procedure was abandoned. The physician could not gain epidural access during the trial procedure and abandoned the procedure on (B)(6) 2019. Nothing was implanted in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.